Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stated the quantum control unit (qcu) would not boot up. There were only lines on the screen. As a result, an alternate system 1 was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.